Event description:
It was reported that by the hcp that the pt reported withdrawal symptoms before refill date on multiple occasions. Pt reported that she had stepped in a hole in yard that may have caused the catheter to kink. However, a catheter dye study and rotor study was done and were reported normal. Pt reported side effects for intrathecal morphine, peripheral edema. The pt was hospitalized. Morphine and prialt were discontinued. There were concerns regarding pump battery and rotor. According to the hcp, pt also "reported refills before refill dates". The pump was replaced on (B)(6) 2011. Pt recovered w/o any sequelae. Pt was on started on dilaudid and bupivacaine.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.